Event description:
It was reported that: primary surgery for scoliosis was performed on (B)(6) 2011 and l1-5 were fixed with. After that, the fixation was extended to iliac and the rods were added because the scoliosis had progressed on (B)(6) 2012. Then, the rod breakage at l3/4 was found and revision surgery was performed on (B)(6) 2017. In the revision surgery, pso of l3 was performed. The screws were remained, the blockers and rods were replaced to new articles. At that time, the loosening of the blockers of the iliac screws were confirmed.

Manufacturer narrative:
Method: device history review; complaint history review; risk assessment; results: visual, dimensional and functional analysis could not be performed as the device was not returned. No relevant manufacturing issues were identified as all units met stryker specifications. Conclusion: the definite root cause cannot be determined.

Event description:
It was reported that; primary surgery for scoliosis was performed on (B)(6) 2011 and l1-5 were fixed with . After that, the fixation was extended to iliac and the rods were added because the scoliosis had progressed on (B)(6) 2012. Then, the rod breakage at l3/4 was found and revision surgery was performed on (B)(6) 2017. In the revision surgery, pso of l3 was performed. The screws were remained, the blockers and rods were replaced to new articles. At that time, the loosening of the blockers of the iliac screws were confirmed.